Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with an ak 96 machine, a slight fluid leak was observed from the o-ring. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not received for evaluation; however, the device was evaluated and repaired by a hospital technician. Upon visual inspection it was observed the bypass sealing ring (o-ring) was leaking, specified as falling off the sealing ring inside the blue connector of the bypass. The reported condition was verified. The cause of the condition was determined to be due to aging resulting in an untight connection. Should additional relevant information become available, a supplemental report will be submitted.